Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 3/29/2023, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak, when doing the final tensioning, the sutures severed only leaving a loop that was not tensioned and eventually had to be cut off. The anchor portion remains in the patient. This was discovered during a labral repair procedure on (B)(6) 2023. Additional information received on 3/30/2023: a total of four fibertaks failed in the same way, the sutures severed only leaving a loop that was not tensioned and eventually had to be cut off. The case was completed using additional ar-3636 fibertak from a different lot number.